Event description:
The customer reports that the operator of the cell-dyn sapphire analyzer was splashed when changing the waste container while the analyzer was still running. The waste tubing splashed the liquid into the operator's face and eyes. The customer states that the analyzer's waste sensor is damaged and failed to indicate a waste full condition, which led the operator to check the waste container and attempt to empty it. The operator washed their face and flushed their eyes with water and went to the emergency department. There is no indication of any further medical treatment given. There is no further impact to the operator reported. A service call was initiated.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The operator was wearing only a lab coat and gloves with no face protection when the event occurred. Also, the analyzer was running at the time of the event. The cell-dyn sapphire operator manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current evaluation, which included a review of product history, labeling and the cell-dyn risk management file, the event is considered an isolated event involving operator error. A product malfunction was not identified.